Manufacturer narrative:
No prod will be returned for eval.

Event description:
In 2008, the pt reported she is pregnant and on her way to an urgent care facility for treatment of elevated blood glucose reading of 300-400 mg/dl with her recommended range being under 100 mg/dl. She stated, she contacted her dr who took her off her insulin infusion device (competitor product), told her to give herself an injection of insulin, and go immediately to an urgent care. She said her device had not alarmed and, when she removed her infusion headset which she had changed this morning, the cannula was bent. She stated she could not talk further at this time and an agreement was made to f/u in a few days. On f/u with the pt on the next day, she reported her blood glucose readings are within her normal range now and she is back at work. She stated her blood glucose elevated to 559 mg/dl. Symptoms were headache, stomach ache, vomiting, and ketones in the urine. She stated she rec'd medical treatment at the urgent care facility where she was given 3 bags of IV fluids. The pt said, her dr has taken her off her infusion device for the duration of her pregnancy and she will use injection therapy. No prod was available for eval.